Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer had replaced the interconnect cable themselves. The customer was instructed to verify the 5v power supply and clean and reseat the connections. The system was reported to work as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failure error message, which may cause the system a lock up or not to boot, depending when it occurred. No pt injury was reported.